Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system failing to boot due. This resulted in a total loss of navigation functionality. There is no report of injury or death associated with the event described in this complaint.